Event description:
Procedure type: hemorrhoid. According to the reporter: during ppt surgery, when the product was fired, it was discovered that the staples were malformed. The staple formation problem was corrected by over-sewing with sutures at leakage area. The case was extended by more than 30 minutes.

Manufacturer narrative:
Tracking number (B)(4).